Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and the helix was distorted/bent.

Event description:
It was reported that during the implant procedure the helix deployed on its own; snagged in the heart and stretched the helix to the point that the mechanism was not functioning. The device was not implanted. No patient complications have been reported as a result of this event.